Event description:
It was reported that a patient's device was disabled. Error code 10 appeared stating "the generator is currently disabled due to error code 10. The generator is not supplying stimulation". Error code 10 is known to be associated with a burst watchdog timeout. Diagnostics provided indicated that the device was functioning as intended with ok impedance and ok battery life. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. No additional relevant information was received to date.

Manufacturer narrative:
Event description, corrected data. Initial report inadvertently left out information received from follow up with the physician's office.

Event description:
It was stated that the patient's device was not reprogrammed back on this visit due to the error message received. The pre-disablement settings could not be confirmed as autostimulation settings were not provided from follow up with the physician's office. No additional, relevant information was received to date.